Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced glycemic variability with missed or delayed meal announcements and episodes of hypoglycemia, including a period without insulin when the user ran out for several hours, and later stated the system was working well and that he treats lows with oral glucose tablets. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and no reported medical intervention or hospitalization. Investigation included a review of therapy data and user interview. Investigation of this case revealed user-related factors, including missed meal announcements, possible overtreatment of hypoglycemia, and an interval without insulin due to product unavailability. It was concluded that the device performed as designed and that the event was related to use-related issues, including missed meal announcements and insulin unavailability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.